Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer cubie was not opening when issuing medication: hydromorphone hcl 2mg. The technical support specialist granted temporary access to cubie admin to release the cubie and force open it to access the medication. There was another cubie in the cabinet (03 11) with the same medication that was currently empty. So, technical specialist suggested to use that empty cubie to store the remaining tablets, and specialist helped customer to cycle counted back in so they could then issue them as usual. Revoked their temporary access to cubie admin afterward to resolve the issue. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medflex 1000 cubie was not opening when issuing medication: hydromorphone hcl 2mg. A customer had reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this incident.